Event description:
After the iab was inserted, the catheter kinked and there was no augmentation. The iab was not returned to datascope for eval. The iab was discarded by the facility. Event complications: none from the event-reported 3/12/98. Pt's current status: unk-rpt'd 3/12/98.